Event description:
Complainant alleged that while treating a patient, the device did not recognize the attached internal handles. The device did not default to 50 joules, instead it defaulted to 200 joules. The clinicians decreased the energy to 10 joules and attempted to discharge the device. However, the defibrillator did not discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The customer's biomed department was unable to duplicate the reported problem.